Event description:
It was reported the subject device handle mechanism was overly stiff which caused problems deploying the needle properly and caused the needle tip to bend. This event occurred during a diagnostic endobronchial ultrasound procedure. The procedure was completed with a similar olympus device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.